Event description:
Pt reportedly experienced subluxation and swelling at the dorsal part of the thumb approx two months post cmc (carpometacarpal) procedure using an orthadapt bioimplant as a spacer. The bioimplant was explanted approx seven months post-procedure.

Manufacturer narrative:
The orthadapt bioimplant was used in a cmc (carpometacarpal) joint arthroplasty as a spacer; orthadapt bioimplants are not indicated for this use. An assessment based on the provided cased info could not determine the cause of the reported event; however, it is likely the off-label use of the product in an arthroplasty procedure contributed to the event. Neither the product or the product lot number were provided to the MFR.